Manufacturer narrative:
Evaluation of the complaint sample identified damage to the duck-bill valve in the valve assembly. The duck-bill valve had damage on the side of the valve. The evaluation also noted that the duck-bill valve had been moved in the assembly. The valve assembly was tested using the uson pressure decay testing currently used to 100% functionally test all valve assemblies during manufacturing. The complaint sample valve failed the pressure test. The source of the damage could not be confirmed by this complaint investigation. A potential source for the observed damage on the valve assembly may be due to the insertion of a foreign object into the valve assembly other than the access dilator provided with the product as indicated in the directions for use. However, we are unable to confirm this information from the complaint. A review of applicable manufacturing procedures and quality inspection plans did not identify any issues that may have contributed to the identified defect. 100% of valve assemblies are subjected to a functional pressure test during the assembly process to verify performance. Any failures would be immediately culled from production and scrapped. A thorough complaint history review was completed and did not identify any trend with this or similar failure modes.

Event description:
Surgeon said that there was a difference with the valve when inserting the drainage line. Once the drainage was completed fluid then sprayed out of the valve when the patient coughed. The catheter was immediately clamped, removed and replaced by another pleural catheter.